Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following a sensor implant procedure the patient was admitted to the hospital ((B)(6) 2017) with symptoms of pain in the back and left arm along with chest tightness and nausea. Diagnostics revealed compressed stenosis. The patient underwent catheterization with percutaneous coronary intervention. The issue resolved and the patient was discharged on (B)(6) 2017. The patient is a clinical study patient and the issue was related to the procedure but not to device.